Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation and pocket pain. It was noted that the patient felt better when the spinal cord stimulation was off. The patient underwent an explant procedure. Additional information was received that the spinal cord stimulation (scs) leads were also explanted. All explanted device components were not released by the facility and will not be returned.

Event description:
It was reported that the patient experienced inadequate stimulation and pocket pain. It was noted that the patient felt better when the spinal cord stimulation was off. The patient underwent an explant procedure.